Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: tip nozzle drainage failure, defect content is at the tip image flare, insufficient insertion part curved tube angle, operation unit angle play, the tip of the objective lens adhesive peeled off, the tip lighting lens was cracked, the tip lighting lens adhesive was peeling, the tip cover collapsed, tip part cover, tip main body, the insertion part curved rubber adhesive part was chipped, the insertion part curved rubber adhesive part was cracked, the insertion part curved rubber adhesive part was cloudy, the insertion part soft tube coating was peeling, the insertion part soft tube screw, the tip objective lens was scratched, the operation unit had discoloration, the connector part/scope connector had discoloration, the cable part/universal cord had damage, the operation unit air/water cylinder nut paint was peeling, the operation unit suction cylinder nut paint was peeling, and the insertion part soft tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign matter came out from the nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.